Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had under delivery. The customer¿s blood glucose level was 309 mg/dl. The customer was treated with insulin pump for high blood glucose. It was reported that the numbers just kept went up and the insulin was not going in. Customer was using insulin pump system within 48 hours of reported high blood glucose event. It was reported that the customer was auto mode. The customer was advised to change entire set, reservoir and insulin and treat per health care instructions. The customer was advised to call back for assistance if high blood glucose persist. The devices will not be returned for analysis.